Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a cutting issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring at the proximal end in the instruments grips to not open and close properly which resulted in the cutting issues. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if the instrument was inspected prior to use. The procedure that was being performed was a robotic-assisted inferior esophagectomy. After sealing, when the surgeon tried to cut the tissue, the issue occurred. The instrument did not occur after a system fault. It is unknown if the jaws were stuck on tissue. There was no adverse effect to the grasped tissue nor was there bleeding. The procedure was completed robotically with no injury to the patient.